Event description:
The customer states she is getting erratic results. The customer states that back to back readings using her meter reading of 177 mg/dl was compared to a second reading from the same meter of 98 mg/dl. It was stated another back to back reading of 176 mg/dl was compared to a second reading from the same meter of 91 mg/dl. The customer stated no treatment was based upon the readings. The device was replaced and requested to be returned for evaluation.